Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during an unknown procedure the tip of the 4.5 healix advance awl bent and the cordcutter was prematurely cutting the suture. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The device was received and evaluated. Visual observation showed marks that it was slightly worn, indicate possible heavy use. Also, the sharp tip at the distal end appears to be flattened/ deformed. A manufacturing record evaluation was performed for the finished device 1710001 number, and no non-conformances were identified. It should be noted that as part of mitek¿ s quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection, this complaint can be confirmed. The possible route cause can be attributed when the device might have been dropped or device was tapped against a hard surface accidentally. However, it cannot be conclusively affirmed. As per IFU, it is important to inspect for damage before using and functional testing. Replace a damaged, worn or bent instrument. Also, the end of useful instrument life is generally determined by wear or damage from handling or surgical use. It is necessary to follow the instructions and warnings of any cleaning and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage (please review the instructions and manual cleaning in the IFU-108410); the device require special attention during cleaning and sterilization. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that the tip on the awl device was bent. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.